Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - bd received (B)(4) samples from the customer facility for investigation. (B)(4) samples were functionally tested and all 35 were visually evaluated and the customer's indicated failure mode for missing additive with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for missing additive was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - detailed possible causes that may lead to clotting are identified via (B)(4).

Event description:
It was reported that bd microtainer® tube with bd microgard¿ closure. K2edta additive did not contain additive and that the blood specimen clotted after blood collection.